Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic on the same day after it was noted via remote transmission that device was in backup vvi mode. Device was restored and firmware was upgraded. Patient was stable and left clinic with a device that was functioning normal.